Event description:
Initial reporter stated during surgery, the cutter did not work. The inner tube did not extend far enough to cut tissue. Surgery was delayed long enough to retrieve another cutter from another pack. There was no effect on the patient.